Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the pin on connector of battery monitor board was damaged and the motion battery voltages were fluctuating. Representative replaced battery wiring to restore system functionality. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the imaging system would turn off when unplugged. It was reported that the system was powered off and plugged into a working outlet overnight. Site confirmed that both image acquisition system (ias) and mobile view station (mvs) were connected when the system was stored. It was reported that when the system is moved, the reported issue would occur. There was no patient present at the time of the issue.